Event description:
Pt initially had left total hip arthroplasty 10/19/89. X-rays taken last year showed prosthesis to be well seated without evidence of any abnormal wear. Over winter pt had a pain develop in her left thigh and knee, and pain in posterior hip when sitting. X-rays taken recently show a failure of a polythylene component there is evidence of metal on metal wear with osteolysis of the calcar and around the stem. It appears she is developing a loosening of the prosthesis.